Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced a prolonged low blood glucose after a missed dinner announcement led to severe hyperglycemia followed by automated corrections and an overnight hypoglycemic event; the user treated the low at home with approximately 6¿8 glucose tablets, and education on meal announcements was provided. Symptoms included hypoglycemia and a reported small seizure. Outcomes included a serious illness/impairment characterization and the need for medication intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure involving the user interface, and a failure to follow instructions regarding meal announcements. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.